Event description:
Information was received from a company representative regarding a patient receiving medication via an implanted pump. On (B)(6) 2016 it was reported that about 2 months ago, the pump motor stalled.